Event description:
PICC line found to be broken when in use on a newborn. No surgical intervention was required.infant had PICC line placed. During routine care of infant, PICC line found to have broken at site where secured on patient's arm.what was the original intended procedure?PICC line placement.device #1is this a laboratory device or laboratory test?no.